Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where the cartridge and luer lock had large air bubbles. Troubleshooting determined that the infusion set cannula was bent at an angle and caused a kinked cannula upon insertion, leading to blocked insulin delivery. The patient's blood glucose was affected by the incident and reported at 266mg/dl. The patient took a bolus with her pump and changed her supplies to address the high blood glucose. No permanent injury was reported.